Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons and a dim/discolored display screen visual. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. Visual inspection revealed that the keypad cover was peeling from its base. Evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported keypad button responsiveness issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).